Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable by the multiple cuts on the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an ureteroscopy (urs) procedure for ureteropelvic junction (upj) stone removal using the subject device and wolf 8/9.8fr scope, it was found that the endoscopic image flickered. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, there was the possibility that this phenomenon was attributed to the followings. - the communication failure with the video processor due to the failure of the electronic circuit by the water immersion from the multiple cuts area on the cable. - the failure of the camera cable unit due to the unexpected stress being applied to the camera cable by the user handling. Olympus stated the appropriate handling of maj-554 and the counter measures against abnormalities in the instruction manual of maj-554.